Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample. Per the event description, the hp had found a hole in the line. The hp was unsure what caused the hole; he thought he might have stepped on the line. An exact root cause was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm, advised to start over with new supplies and to notify the nurse in the next 24 hours. The hp understood explanation, cleared alarm, would start over with new supplies, and agreed to call the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved. The hp had found a hole in the line. The hp was unsure what caused the hole, he thought he might have stepped on the line. Per hp, he did not receive any injury or medical intervention as a result of this incident, he did tell his nurse about it and was "checked out". The hp stated that he was doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.